Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 114 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.